Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy fluid and abdominal pain. It was reported the patient was hospitalized for the peritonitis event 16 days after event onset. Five days after event onset, the patient was treated with intraperitoneal cefazolin and oral levaquin for the event (no further details). Action with dianeal therapy was unknown; however, it was reported the patient was to be switched to hemodialysis while in the hospital. At the time of this report, the patient remained hospitalized and was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.